Event description:
The customer reported that the monitor turned off while doing CPR on a pt. There was no negative impact to the pt reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor turned off while doing CPR on a pt. There was no negative impact to the pt reported. A philips field service engineer evaluated the device and confirmed the failure. The q-CPR meter had failed. Philips confirmed that this was a malfunction of the q-CPR meter. The q-CPR meter was replaced which resolved the failure. The device passed all performance assurance testing and remains at the customer site.